Event description:
Routine complaint investigation where customer cites an alleged low reading on customer's meter when compared to a lab specimen. There was no info provided regarding user technique, medications taken by the customer, or calibration info. There was no strip lot info provided. Under certain conditions these results could have adverse clinical effects. No injuries were reported in the field. Products were replaced.